Event description:
It was reported that there was high impedance. It was noted that the lead was explanted and replaced. It was noted that the lead would be returned. It was noted that when the lead was replaced impedances were normal and the system was intact. It was noted that the patient was alive with no injury and there were no patient symptoms associated with the event. Additional information received reported that the serial number was unknown. It was noted that the lead had been sent for analysis.

Manufacturer narrative:
(B)(4): analysis of the lead found all conductors were broken 11.7cm from the proximal end and at multiple locations between 4.3cm to 9.8cm from the proximal end. Analysis of the anchor found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. (B)(4).